Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2022-03600, 3006705815-2022-15232. It was reported that patient underwent surgical intervention on 03jun2022 in which their leads and ipg were explanted and replaced for a unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that patient had their leads and explanted due to migration. Stimulation was reportedly restored postoperatively.